Event description:
It was reported that the patient fell and injured the scrotum causing swelling and the implanted artificial urinary sphincter (aus) moved and stopped working. The device was removed seven months ago and now a new aus device was implanted. The patient fully recovered.